Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the objective lens was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective lens. In addition, our technician confirmed that the lcb (light carrying bundle) broken, the insertion flexible tube buckled, the light guide cable buckled, the suction channel buckled, the glass rod cracked, the air/water nozzle clogged, the bending rubber leak, the remote control buttons cut, the aft suction tube dirty, the distal body worn out, the brand plate worn out, the segment steel braid rupture, and the ccd module with drive pcb pixels; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(objective lens broken).